Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient was using an omnipod 5 pump at the time of the event. On (B)(6) 2026, the patient reported that her cgm displayed "high" glucose readings, and she stated that her insulin pump was unable to reduce her glucose levels. Later that morning, the patient attended a previously scheduled physician appointment. During the visit, a nurse checked the patient's blood glucose levels and informed her that the result remained elevated; however, the specific value was not provided to the patient. Based on the elevated glucose level, the nurse recommended that the patient seek evaluation at the emergency department (ed). Although the patient reported feeling well and was not experiencing symptoms, she agreed and presented to the ed. At the ed, an fsbg measurement was obtained and was reported as 519 mg/dl. Despite the elevated glucose level, the patient continued to feel normal. The patient received intravenous (IV) insulin for treatment of hyperglycemia and remained hospitalized from (B)(6) 2026. At the time of the report, the patient was doing well and inquire about a replacement sensor. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.